Event description:
It was reported that the piston of the insulin pump was blocked. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the displacement test and no rewind anomaly noted.